Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer's report of leaking at the maxplus to cadd pump tubing connection could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported chemo leaking at the maxplus to cadd pump tubing connection. The pt rec'd treatment at the hematology/oncology clinic on (B)(6) 2013 and went home with cadd prizm pump infusion fluorouracil (5-fu) at 10 ml/hr for 46 hours. He noted a leak the evening of (B)(6). He did not turn off the pump or alert nursing staff. His wife wrapped absorbent gauze around the juncture of the cadd prizm administration set, the maxplus cap and the safe step port needle and tucked everything into a (B)(6) bag. When presented at the clinic on (B)(6), the absorbent gauze was saturated and approximately 10 ml of drug was visible in the (B)(6) bag. His clothing was also wet with the drug. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.